Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (total lavh leaving only left ovary). Essure was removed. At the time of the report, the genital haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: adenomyosis and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adenomyosis ("adenomyosis"). The patient was treated with surgery (total lavh leaving only left ovary). Essure was removed. At the time of the report, the genital haemorrhage and adenomyosis outcome was unknown. The reporter considered adenomyosis and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: adenomyosiis and genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.